Event description:
The customer reported via phone call that their insulin pump was damaged. The customer stated the insulin pump was cracked and chipped at the battery chamber. Customer's blood glucose was unknown. It was also reported pieces of the insulin pump would fall out when the customer was changing their battery. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.